Manufacturer narrative:
Host pc repaired and tested; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that the host pc failed to boot, traced to faulty hardware on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.